Event description:
Pt was revised to address extensive osteolysis and cyst formation. Poly wear of the insert and loosening of the tibial and femoral components were also reported.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported device loosening or polyethylene wear without the devices to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.